Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the patient was unable to bolus with the pump. No additional information could be obtained from the reporter at this time. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/19/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/06/2015 with the following findings: during investigation, the complaint of an issue with the button keypad was not duplicated. All of the keypad buttons responded appropriately during testing. Boluses were able to be performed with no errors occurring. There was no defect found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.